Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On that date, an effluent culture and effluent analysis were performed (samples taken prior to antibiotic therapy). The culture revealed no growth. On (B)(6) 2010, the patient began treatment with reflin 1gm intraperitoneally (ip) daily. At the time of reporting, the patient was recovering from the event of peritonitis. Pd therapy continued. The patient was discharged from the hospital on (B)(6) 2010. The remedial medication of reflin was discontinued on (B)(6) 2010. On (B)(6) 2010, the patient had his peritoneal dialysis catheter removed. Concomitant medications were not reported. The reporter assessed the event of peritonitis as unrelated to pd therapy. The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.